Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). Visual evaluation of the returned product identified that the outer carton and sterile packaging have been damaged. The complaint has been confirmed by visual evaluation. Sterility of the product has been compromised. Review of the device history records identified no related deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to transit damage. The event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Ud#I: (B)(4). Concomitant medical products: vngd ssk 360 l fem 65mm t 65mm; p/n: 185284, l/n: 3680408. Vg 360 dst fm ag 65x5 rl/lm; p/n: 185304, l/n: 845200. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hold for adrian 07.16it was reported during surgery, the sterile packaging was damaged; therefore, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.